Event description:
It was reported that during a rotational atherectomy procedure involving a calcified and 90% stenotic lesion in the middle portion of the lad coronary artery, the tip of the wire fractured. The physician had successfully ablated with a 1.5 burr and had exchanged and successfully ablated with a 1.75 burr. After the fifth ablation, it was noted that the tip of the wire had fractured in the pt. The tip of the wire was retrieved, however, it is unknown how it was retrieved. Pt status is listed as "good."